Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; albuterol, amlodipine, aspirin, atenolol, astelin, voltaren, fluticasone-salmeterol bronchodilator, lasix, neurontin, avapro, bactroban, nicoderm cq, prednisone, proair inhaler. Tiotropium-olodaterol mist and coumadin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to component migration, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Final angiography showed no evidence of endoleak, and the patient was reported to have tolerated the procedure. On (B)(6) 2018, follow-up imaging identified evidence of 2cm of distal migration of the trunk-ipsilateral leg component, resulting in a proximal type I endoleak, and 5-7mm of aneurysm enlargement. It was reported that the patient¿s proximal neck dilated over time, causing the trunk-ipsilateral leg component to lose apposition to the aortic wall. There was reportedly no migration of the contralateral leg component. According to the report, the patient is currently asymptomatic, therefore the physician has elected to monitor the endoleak at this time. No further adverse events were reported.